Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2016-04323. It was reported that recapture difficulties occurred. The patient was undergoing a left atrial appendage (laa) closure procedure. A watchman access system (was) and a 30mm watchman ® laa closure device & delivery system (wds) were advanced into the patient's laa. The closure device was positioned too proximal, therefore requiring a recapture. During the recapture, the anchors were getting caught on the system and the closure device could not be fully resheathed. The physician pulled the system into the left atrium and used significant force to finally fully recapture the device. The was and wds were then removed together. The procedure was completed with two new devices. They opted to go with a 27mm watchman ® laa closure device which was still a correct size, but did have lower compression. There were no patient complications and the patient was fine.